Event description:
Healthcare professional reported capsular contracture baker grade 3 for left side. Device was explanted and replaced. Later, healthcare professional reported leaking for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional reported capsular contracture baker grade 3 for right side. Device was explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of capsular contracture and rupture was received on oct 03, 2024, with lot number 3627823. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed, one opening assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional further reported left side "leaking" (rupture).

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d4, d.6a, d.6b, h4 clarification b3: date of occurrence is unknown.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3" and "leaking". Device was explanted and replaced.